Event description:
Boston scientific received information that this patient had felt tingling and an occasional jolt in the shoulder area. Latitude transmission revealed noise on both the right atrial and right ventricular leads. A follow up was performed and noise was recreated in the right atrial but not on this right ventricular lead. An x-ray was performed and a subclavian crush was suspected. Further information was received which noted that both leads were surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.